Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening possibly exacerbated by a fall. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: left - 1st (superior): ifuse implant, p/n 7065-90, lot# i0947, mfd. 12/11/13, exp. 2018-12-11, UDI (B)(4). Right - 1st (superior): ifuse implant, p/n 7065-90, lot# i0947, mfd. 12/11/13, exp. 2018-12-11, UDI (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2014 where two implants were placed on the left side and one on the right. The patient had other preexisting si joint hardware. The patient had a fall after the initial procedure and complained of not getting enough pain relief. The surgeon determined that one implant on each side showed lucency on x-rays and may be loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implant on the right side and the most cranial positioned one on the left side and filled the explant holes with bone graft. The second implant on the left side was solidly fixed and was not removed. The status of the patient following the revision procedure is not known.